Manufacturer narrative:
Evaluation of monitor has been completed. The reported problem (cannot run detect and treat testing due to functional issue) was confirmed due to contamination on the ca board. The root cause of the contamination was ingress of an unknown liquid. Lifevest patient instructions for use remind and warn patients not to expose the lifevest electronic components to liquids. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported monitor was unable to complete detect and treat testing due to functional issue.